Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the master tool manipulator (mtm) unit to resolve the error issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation and the reported failure was able to be reproduced during sine cycle. This complaint is considered a reportable event due to the following conclusion: a mtm was in an unacceptable state after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the mtm to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-left surgical procedure, an intuitive surgical, inc. (Isi) clinical sales associate (csa) called and informed isi that the customer was getting recoverable faults. The isi technical support engineer (tse) reviewed the live logs and confirmed two 23017 errors pointing to the master tool manipulator left (mtml). Prior to the call, the customer was able to recover the faults and went on with the case. The procedure was completed with no reported injury. The csa also informed isi field service engineer (fse) that the site was able to recover fault at time of occurrence. Reportedly, the csa had to leave and was unable to inspect system set up, but he believed it could have been user error. The issue was resolved over the phone.